Event description:
Cassette would not prime. Stryker console did not recognize the cassette. New cassette had to be installed. No harm to patient. Product is available to be returned to the manufacturer.